Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient felt sudden palpitation symptoms and their whole body felt rigid following a parameter adjustment on (B)(6) 2014. The patient¿s symptoms got better after the implantable neurostimulator (ins) was turned off. When the ins was turned on the following day, the symptoms reappeared. At the time of this report the ins was turned off. The patient had an appointment to be reprogrammed on (B)(6) 2014. No interventions or outcome were reported regarding this event. Additional information could not be obtained. Should additional information be received the event will be updated.